Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter was seen to be kinked/bent 101cm from the hub. The catheter shaft was seen to be stretched at 147.2cm from the hub. The catheter shaft was seen to have a tear on the shaft surface at 142.4cm from the hub. The catheter shaft was seen to be flat at roughly 147.2cm from the hub. The catheter tip was seen to be damaged. During functional inspection, the device was flushed and an attempt to advance the demo guidewire device failed at roughly 99cm from the hub. The device could not be advanced any further. The device was flushed again, and a 0.0158 mandrel was advanced. The same issue occurred. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also additional information provided by the customer indicated that the device was in good condition prior to use. The catheter tip was damaged and the shaft was kinked. The catheter shaft was also found to be stretched and flattened. There was a break on the surface of the shaft at the distal junction. The damage may have occurred when resistance was felt advancing the guidewire. The as reported 'catheter tip damaged' and 'catheter difficulty advancing guidewire' as well as the as analyzed 'catheter shaft kinked/bent', 'catheter difficulty advancing guidewire', 'catheter shaft stretched', 'catheter shaft broken/fractured during use', 'catheter shaft flat/crushed' and 'catheter tip damaged' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device revealed that subject catheter shaft was broken during use. There was no clinical consequence to the patient due to this event.